Manufacturer narrative:
The site reported they replaced the patient sensor triplet and this resolved the issue. The device was not returned for evaluation therefore no root cause could be determined. There were no anomalies identified during the internal review of the DHR of the system console. Out of an abundance of caution, superdimension is filing this MDR due to the additional risk associated with multiple exposures to general anesthesia.

Event description:
Site reported the patient sensor triplet was not detected by the superdimension ilogic system. Troubleshooting did not resolve the issue therefore the physician cancelled the superdimension portion of the case. The patient was under general anesthesia. There was no report of patient injury, death or other serious adverse event. If additional information is obtained a follow-up report will be submitted.